Manufacturer narrative:
(B)(6). Batch # p94l6g. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. Then, the device was connected to a gen11 and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. However, what was found was found that there was a cracked internal component; the y-link. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
The surgeon reported that the teflon melted during the procedure. Another similar product was used. Sales rep informed the patient had no damages, did not have the hospitalization time prolonged and did not need a re operation. Half the teflon piece detached from the device, and was recovered from the patient with another tweezers, at the same moment. Surgery time was prolonged for 15 minutes, during the exchange of the device. Code: harhd36; lot: r92060. Procedure: partial colectomy by videolaparoscopy.